Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d9, d10, g3, g6, h2, h3, h6(health effect ¿ impact codes, health effect ¿ clinical code), h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) generated a message stating that maintenance is required. The event occurred during preparation before starting the therapy. There was no injury reported.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) generated a message stating that maintenance is required. The event occurred during preparation, before clinical use. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, g1(contact person ¿ mfg site), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, visited the hospital and checked the device. When we checked the error log, we confirmed that messages "79" and "80" had occurred. This message indicates that communication was reset due to a temporary communication error between the display and the main unit. If this occurs frequently, further investigation is required, but if it occurs occasionally, there is no problem. This time, we reset the error log and performed a running test for about an hour, and there were no problems.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) generated a message stating that maintenance is required. The event occurred during preparation, before clinical use. Therefore, a different iabp was used for treatment instead of this device. No harm was reported.